Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
¿Both leak & occlusion¿ ¿at hub¿ ¿line continued to function¿ duration: ¿<12hrs¿ continuous infusions: ¿ns w/ at 1.5, prostaglandin¿ medications: notes: ¿28g PICC beeped off occluded patient side at 0315. Rn troubleshooted and couldn't get line to run appropriately. Nrn flushed line and found that line was leaking where microtubing met PICC hub. Np called to bedside. Microtubing was removed, PICC was undressed and flushed at hub and found to be flushing appropriately. New microtubing and microclave were applied. PICC was sterilely redressed.¿

Manufacturer narrative:
A review of the manufacturing and inspection records for the provided lot was conducted. No deviations or non-conformances were found. According to the product experience report, there was no sample available to return for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, a thorough investigation could not be conducted to establish a definite root cause and an appropriate corrective action. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.